Event description:
It was reported that the patient experienced a transient ischemic attack. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Two (2) hours post procedure the patient experienced a transient ischemic attack. The patient was hospitalized for two (2) days following this event. The patient was discharged from the hospital doing well following this.